Event description:
The user sustained a needle stick while attempting to insert the needle in the safety device in a manner not according to the labeling. The event happened approximately in february 2004.